Manufacturer narrative:
The insulin pump passed 7.2 bolus units test and occlusion test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with e-01 error alarm and memory lost during testing, after battery changed, due to voltage leak on c7 on mb. No cosmetic damage was noted.

Event description:
It was reported that the customer passed away. No details or further information was provided.